Manufacturer narrative:
Concomitant medical products: product ID 97754 serial# nku104214n product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The ins moved causing difficulty recharging and the recharger antenna to heat up because the patient had to hold the recharger too tight on the ins. The event began in (B)(6) 2018. The patient thinks the ins slipped too far under their skip. They could feel it protruding out like it was upright/not the way it was supposed to be. This caused the difficulty charging and having to hold the recharger so tight/heating up. The ins was replaced on (B)(6) 2019. For the first our years prior to this, the patient had no issues. No further complications were reported/are anticipated.